Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2018-12336. It was reported the patient is not receiving effective therapy due to high impedances. In turn surgical intervention was undertaken on (B)(6) 2018 wherein the leads were explanted and replaced. Patient now has effective therapy.